Manufacturer narrative:
The device was received with intermittent button response and button error alarm due to corroded keypad traces. The device was received with the case cracked at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button errors on their insulin pump and unresponsive screen. The customer's blood glucose at the time was 130mg/dl. The customer states the entire keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.